Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that on (B)(6) 2017 they started to experience a cutting-like sensation. The sensor was removed on (B)(6) 2017 and the patient noticed a rash and a sore. The affected area was on the abdomen, just under the belly button. The rash was under the footprint of the sensor adhesive and just under that there was a sore. Patient treated the skin irritation with neosporin and keflex, prescribed on (B)(6) 2017 for a previous skin reaction. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.